Event description:
According to the reporter, during the laparoscopic assisted ventral hernia procedure, the thread broke. The procedure was completed with another device. No harm was caused to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted a partial suture with no needle. The retainer was inspected with no abnormalities. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.